Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap chole - "the fist clip functioned fine. The second clip popped out of the jaw during the firing and the bare jaw of the device clamped onto the cystic duct and wouldn't release. The surgeon reports that he also had to convert to an open procedure. He was frustrated and bent the shaft of the device. The original package was thrown away. The above two lot numbers were on the shelf." Pt status: "unformed clip was removed without incident".